Event description:
It was reported that occlusion issues occurred and customer contacted support by email but declined troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.